Manufacturer narrative:
Correction: h4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The patient contact for a peritoneal dialysis (pd) patient reported to fresenius that the patient is currently hospitalized. Additional information about the hospitalization was initially requested but not provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical investigation: the reason for the patient¿s hospitalization was not provided. There is no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient contact for a peritoneal dialysis (pd) patient reported to fresenius that the patient is currently hospitalized. Additional information about the hospitalization was initially requested but not provided. Attempts to obtain additional information were unsuccessful.